Manufacturer narrative:
Continuation of d10: product ID: 3487a-56, lot#: va0h1bv, implanted: (B)(6) 2017, product type: lead. Product ID: 3888-56, lot#: va0a1mp, implanted: (B)(6) 2016, product type: lead. Product ID: 3888-56, lot#: va07fkn, implanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's right occipital lead may not be fully effective in capturing the majority of the patient's discomfort. X-rays revealed lead migration. The patient's neurosurgeon had recommended a high frequency spinal cord stimulator. The pain was managed with the patient's ins and medication but the patient was pending revision surgery for more effective pain relief. The device was off and the patient was not using therapy. It was noted one lead felt superficial, they could feel it with high amp stimulation. As of (B)(6) 2019 the device remained off. It was noted the last time it was reprogrammed it caused uncomfortable stimulation in areas the patient did not have pain. They reported minimal coverage/relief with stimulation. On (B)(6) 2020 during programming the patient did not experience any sensation from their lead placement and denied pain relief. As of (B)(6) 2020 the patient was pending revision which was delayed due to covid.

Event description:
Additional information received reported that the patient elected to have both system entirely explanted. The issue was resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the device was interrogated and there were high impedances indicating lead migration and a fracture at the right c2 lead.

Manufacturer narrative:
Continuation of d10: product ID: 3487a-56, lot# va0h1bv, implanted: (B)(6) 2017, product type: lead; product ID: 3888-56, lot# va0a1mp, implanted: (B)(6) 2016, product type: lead. Product ID 3888-56, lot# va07fkn, implanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot#: va0h1bv, implanted: (B)(6) 2017, product type: lead. Product ID: 3888-56, lot#: va0a1mp, implanted: (B)(6) 2016, product type: lead. Product ID: 3888-56, lot#: va07fkn, implanted: (B)(6) 2016, product type: lead. Product ID: 3487a-56, serial/lot #: (B)(4), ubd: 10-mar-2018, UDI#: (B)(4). Product ID: 3888-56, serial/lot #: (B)(4), ubd: 14-jun-2017, UDI#: (B)(4). Product ID: 3888-56, serial/lot #: (B)(4), ubd: 06-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noted that the right occipital lead may not be fully effective in capturing the majority of her discomfort. An x-ray on (B)(6) 2018 revealed lead migration. The patient's neurosurgeon has recommended a high frequency setting. On (B)(6) 2018 the patient's pain is managed with the neurostimulator (ins) and medication, but the patient was pending revision surgery for more effective pain relief. On (B)(6) 2019 the patient reported one lead feels superficial and she can feel it with high amp stimulation. The cervical leads are not programmed to provide stimulation. The patient reports the last time they were reprogrammed, it caused uncomfortable stimulation in areas she does not have pain. On (B)(6) 2019 the patient reported minimal coverage/relief with stimulation.